Event description:
Reporter alleged obtaining a result of 10.0 mmol/l on the mobile system compared back to back with a result of 5.0 mmol/l on an unknown aviva nano system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the mobile suspect device system used. The reporter did not have any information for the other aviva nano system used.